Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found the downstream occlusion (dso) sensor was contaminated, and the upstream occlusion sensor (uso) was loose. This device has not been serviced in the past and there was no service history to review. The reported problem of "failed volume test" was verified by delivery accuracy testing. The cause was the expulsor was out of specification. Replaced expulsor assembly to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device failed a volume test. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.